Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a stain inside the lens that entered through a gap of adhesive on the distal end, and there is a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h6 component code: 2999 - optical discoloration removed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there is a possibility that the phenomenon was caused by mishandling by the facility. However, a definitive root cause for the event reported could not be determined. The suggested events are detectable and preventable by handling the device following the IFU. Evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information - please read before use - do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. - do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. - do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. - do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.